Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a glenoid lip repair of shoulder joint, the osteoraptor anchor broke off. The pieces were removed by using tweezers and the procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers for the device. A visual inspection revealed that the anchor and suture had been deployed from the device. The anchor was broken in half above the eyelet. There was some debris on the inserter and shaft. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if the insertion site is not prepare with the recommended drill prior to implantation. Ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A clinical investigation concluded that the broken anchor was retrieved from the patient and the procedure was completed using a back-up device. No patient injuries or adverse consequences were reported, the patient health status was reported as ¿good.¿ since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force during insertion, or inadequate preparation of the insertion site.